Manufacturer narrative:
Qn#(B)(4). Correction to conclusion code: the conclusion code was incorrectly reported as #4315. The correct conclusion code is #23. Please make a note of it for your records.

Event description:
It was reported that after the cirs alert report we have checked our inventory. During this check we have noted that in one set the protection cap has come loose and the needle protruded through the packaging. The products are stored in their original packaging until delivery to the rescue stations. Afterwards they are stored in the individual packages in the rescue stations and then in the vehicles (emergency backpack - module bag). A user was not injured.

Event description:
It was reported that after the cirs alert report we have checked our inventory. During this check we have noted that in one set the protection cap has come loose and the needle protruded through the packaging. The products are stored in their original packaging until delivery to the rescue stations. Afterwards they are stored in the individual packages in the rescue stations and then in the vehicles (emergency backpack - module bag). A user was not injured.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Received one (1) 9018p-EU-005, ez-io 15mm needle + stabilizer bx/5 (EU) for investigation purposes. A visual inspection was performed upon receipt to determine if the complaint sample had been subjected to any misuse/abuse/damage. Visual inspection confirmed the needle guard was detached from needle set. No other discrepancies were noted at visual inspection. The needle pouch was pressure tested under water to standard, "astm d2096 f2096-11". The pouch did leak. The complaint that the "sharps protruded through the pouch" has been confirmed. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in (B)(6)2017 and is approximately 1.5 years old. The complaint has been confirmed. Additional testing per standard "astm d2096 f2096-11" revealed breaks (leaks) in the sterility barrier. Athlone has issued a nonconformance to address protruding needles through the sterility barrier.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the cirs alert report we have checked our inventory. During this check we have noted that in one set the protection cap has come loose and the needle protruded through the packaging. The products are stored in their original packaging until delivery to the rescue stations. Afterwards they are stored in the individual packages in the rescue stations and then in the vehicles (emergency backpack -module bag). A user was not injured.